Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. When the physician attempted to flush the catheter, a leak was noticed coming from the flushing port. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that during preparation for an atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. When the physician attempted to flush the catheter, a leak was noticed coming from the flushing port. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first inspected and no abnormalities were found, notably there was no visible cracking of the flush port. The catheter's flushing abilities were then tested, and it was identified that the returned catheter was difficult to flush. The catheter was dissected and stretched and kinked flush tubing was identified. Based on all the available information boston scientific determined there was no device problem detected in terms of the reported leak. The catheter was difficult to flush and the kinked tubing with the most probable cause being device design. Ultimately the cause of the flush port leakage could not be determined.